Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the comment regarding the screen being dark.

Event description:
It was reported, the screen is dark when the programmer is turned on. There was no patient involvement.